Manufacturer narrative:
(B)(4). Only event year known: 2022 batch # unk health effect ¿ clinical code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the surgical techs experience with the device? Did the surgical tech also fire the device? If not, who fired? Does the surgeon believed that the issue with inserting the device caused or contributed to the need for the ileostomy? What is he alleged deficiency with the device? Timeline of device usage? After the device was entered, what steps were followed? Where there issue with firing the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the ileostomy temporary or permanent? What is the current patient status?

Event description:
It was reported that the product surgical technician had trouble inserting the stapler in the rectum, didn't know which way to open or close. Tech has been in-serviced twice. Patient now has an ileostomy. Procedure: unknown.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what is the surgical techs experience with the device? Did the surgical tech also fire the device? If not, who fired? Less than 3 years of experience as an fa. Unknown if device was fired. Does the surgeon believed that the issue with inserting the device caused or contributed to the need for the ileostomy? Unknown. What is he alleged deficiency with the device? No alleged deficiency with the device. Timeline of device usage? Unknown. After the device was entered, what steps were followed? The tech attempted to advance the trocar but could not remember which direction to turn to advance the trocar. Where there issue with firing the device? Unknown was not present in case.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2022. Additional information was requested, and the following was received: what were the indications for surgery? Unknown what surgical procedure was performed? Sigmoid colectomy what is the surgical techs experience with the device? Did the surgical tech also fire the device? Surgical tech has 3 years of experience as an fa. Not a lot of experience with colon cases. The device was not fired. Does the surgeon believe that the issue with inserting the device caused or contributed to the need for the ileostomy? Surgeon believes tech experience with device may have contributed or cause for ileostomy. What is the alleged deficiency with the device? No alleged device deficiency after the device was entered, what steps were followed? Tech attempted to advance trocar but had trouble remembering which way to turn/ advance trocar. Where there issues with firing the device? No issues firing device is the ileostomy temporary or permanent? Temporary what is the current patient status? Patient is ok.